Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The valve is a precision valve with 3 dots. The valve was visually inspected: a needle hole in the side of the valve was noted. The valve was hydrated. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested from the needle hole in the side of the valve. The valve was reflux tested and passed the test. The valve was dried. The valve was then pressure tested and passed the test. The root cause was due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The valve is a precision valve with 3 dots. The valve was visually inspected: a needle hole in the side of the valve was noted. The valve was hydrated. The valve was flushed and the valve passed the test no occlusion was noted. The valve was leak tested and leaked from the needle hole in the side of the valve. The valve was reflux tested and the valve passed the test. The valve was dried. The valve was then pressure tested and the valve passed the test. The root cause was due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
UDI information (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during the pre-testing, a hakim valve was leaking. The physician found that there was fluid leaking from the needle hole in the needle chamber . There were no surgical delays and no adverse consequences. The device was replaced with the same like device.